Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the implantable cardioverter defibrillator (ICD), noise was noted on the right ventricular (rv) channel. The physician disconnected and reconnected the lead and device, but the issue did not resolve. The physician decided to replace the device and the new device showed no noise. No patient complications have been reported as a result of this event.